Event description:
It was reported that while connected to a patient the external pulse generator (epg) shut itself off. The low battery indicator light did come on but the patient was walking at the time and by the time they reached the bed the epg was off and the patient's heart rate had dropped below the set pacing rate. It was further reported that when the nurse then re-pressed the "menu" button the screen settings returned and pacing resumed. Investigation on this event is to be ongoing. No patient complications were reported as a result of this event.

Event description:
It was reported that while connected to a patient the external pulse generator (epg) shut itself off. The low battery indicator light did come on but the patient was walking at the time and by the time they reached the bed the epg was off and the patient's heart rate had dropped below the set pacing rate. It was further reported that when the nurse then re-pressed the "menu" button the screen settings returned and pacing resumed. The epg was returned to the manufacturer. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) - analysis could not confirm the reported event. Upper case and one bail cover are broken. Ring cover is contaminated. The ring is bent.